Manufacturer narrative:
Surgical management for displaced pediatric proximal humeral fractures: a cost analysis . J child orthop 9 (2015): 55-64. This report is for unknown titanium flexible nails/unknown quantity/unknown lot. (Other number): UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: shore, b., hedequist, d., miller, p., waters, p., bae, d. (2015) surgical management for displaced pediatric proximal humeral fractures: a cost analysis . J child orthop 9: 55-64. The purpose of this 12-year retrospective study was to determine which methods of fixation, percutaneous pinning (pp), either leaving the pins exposed (ppe) or leaving the pins buried (ppb) vs. Retrograde intramedullary nailing (imn), was more cost-effective in the treatment of displaced pediatric proximal humeral fractures (pphf). There were a total of 84 patients with displaced pphf who had undergone surgical stabilization at the same hospital; 35 patients were treated with imn, 32 patients with ppe and 17 patients with ppb. The age, sex, and preoperative fracture angulation were similar across all three groups. Either one or two synthes titanium flexible nails were used for fixation with the 35 imn patients. Of the 35, one patient experienced a deep infection and underwent operative debridement, negative pressure dressings, and long-term antibiotics and two patients experienced hardware migration and required revision surgery. Serious injury: one patient experienced a deep infection and underwent operative debridement, negative pressure dressings, and long-term antibiotics. A copy of the literature article is being submitted with this medwatch. This is report 1 of 2 for (B)(4). This report is for unknown titanium flexible nails.